Manufacturer narrative:
(B)(4). Investigation summary the hand piece was received disassembled and not all internal components were returned. No functional testing could be performed due to due to the condition of the device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to not all components being returned, analysis was unable to investigate the damage to hp housing and the assembly/disassembly issues reported. It is probable that the ingress of moisture affected hand piece functionality. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during an unknown procedure, the hand piece was stuck with an attachment and the handle was coming off. There were no patient consequences reported.